Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the attachment device bearings were loose. The attachment device was returned with a craniotome device. During in-house engineering evaluation, it was determined that the bearings were worn out and loose which created vibration. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.